Event description:
It was reported that they have been using the same bard 14fr coude red rubber catheters for at least 9 years. They admit patient missed that one, as they try to give each catheter a once over before use. They generally do check since about 8 or so years ago patient pulled out the catheter and found a small amount of blood. A visual inspection of the catheter showed the end had been cut leaving an irregular edge. Patient contacted bard at the time so they could review their qa, etc. Fast forward to today. No medical intervention required. Patient was advancing the catheter, it felt different, though not painful, so proceeded. After complete, upon removing, again patient felt something different so performed it quite slowly. One side of the tip loos to had been sheared off, though that was not their job to investigate. Patient glad to say no blood, but they bit disappointed this got through manufacturing, let alone occurred in the first place. No medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. A labeling review was not performed because labeling could not have prevented the reported failure. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been using the same bard 14fr coude red rubber catheters for at least 9 years. They admit patient missed that one, as they try to give each catheter a once over before use. They generally do check since about 8 or so years ago patient pulled out the catheter and found a small amount of blood. A visual inspection of the catheter showed the end had been cut leaving an irregular edge. Patient contacted bard at the time so they could review their qa, etc. Fast forward to today. No medical intervention required. Patient was advancing the catheter, it felt different, though not painful, so proceeded. After complete, upon removing, again patient felt something different so performed it quite slowly. One side of the tip loos to had been sheared off, though that was not their job to investigate. Patient glad to say no blood, but they bit disappointed this got through manufacturing, let alone occurred in the first place. No medical intervention required. Per customer via email on 04mar2025, it was reported that quite the coincidence they received that response today. It was been quite a few weeks since sending them that incident report. By the way, they was the patient and a physician, so they concerned on a number of levels. Customer suspect the end was cut at the time the package was cryo sealed/stamped and the end just was removed. As a bit of positive feedback, these catheters are the most comfortable of the myriad ones they had used. The reason was other catheters, especially the hydrophilic kind are all manufactured from pvc or silicone, both of which are far firmer and unforgiving. They had always assumed hydrophilic catheters were not available on rubber due to some incompatibility.